Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: patient a was receiving a 24hrly infusion of an IV medication. Alerted by staff member that blood was in the line. When checking infusion - infusion bag was empty however pump had 21hr 57min left of a 2ml/h infusion.